Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed through this evaluation as no log files were submitted at the time of the reported event. Moreover, a specific cause for the reported low flow events and infection could not be determined through this evaluation. In addition, a direct correlation between the device and the reported aki and hypovolemia could not be determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2019with acute kidney injury (aki), nausea, vomiting, fatigue, diarrhea, and low flow alarms. On admission, the patient appeared to be hypovolemic and his creatinine level was found to be elevated up to 2.0. Intravenous fluids were administered and his diuretic medication was placed on hold. In addition, the patient was treated with oral and parenteral antibiotics. Per the reported information, the patient¿s nausea/vomiting was attributed to an antibiotic, which was discontinued and his symptoms subsequently improved. In addition, his diarrhea resolved after his oral intake improved. His creatinine level had reduced to 1.1 on (B)(6)2019. Additional information provided indicated that the patient¿s low flow alarms were due to hypovolemia and his infection was related to the driveline. The issue reportedly resolved on (B)(6)2019 and he was discharged home with orders to resume his diuretic at half the previously prescribed dose and to continue three different antibiotics for an additional three months. The patient remains ongoing on mlp-007393. The heartmate 3 lvas lists infection (including driveline infection) and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 5 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019 for acute kidney injury (aki), nausea, vomiting, fatigue, diarrhea and low flow alarms. Tygacil was stopped due to nausea and patient was restarted on zyvox. Creatinine was elevated at 2.0 on admission. Patient appeared to be hypovolemic. He was given IV fluids and torsemide was placed on hold. The nausea was attributed to an antibiotic that was stopped. Patient's symptoms improved after this. Oral intake improved and diarrhea had resolved. Creatinine came down to 1.1 on (B)(6) 2019 and patient was discharged to home with orders to resume torsemide at half of the dose that he was taking prior to admission; he was also discharged to home with orders to continue zyvox, cefoxitin, and levaquin for an additional 3 months. The low flow alarms were due to hypovolemia and infection was related to driveline.